Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Portions of the confidence kit returned for evaluation. This includes the mixer, reservoir, and hydraulic pump. The returned cement is mostly homogenous with some loose powder. Trace amounts remain in the base of the mixer. Little direct investigation can be performed with the cement in this state. However, the pump features some of its water behind the plunger used to push the cement. This is indicative of the pressure failsafe valve triggering, meaning the cement solidified during use. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. A review of the device history record was conducted for the confidence kit and cement. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer. The root cause of the cement setting prematurely cannot be determined from the sample and the information provided. A potential root cause may be environment factors related to the storage of the cement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after five minutes of mixing, confidence became hardened , and could no longer be used. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown.